Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was loaded once and the load was checked visually, tactilely, and under fluoroscopy. No misload was identified. Pre-implant balloon aortic valvuloplasty (bav) was not performed. After the first deployment attempt, the valve was recaptured due to a low position. On the second deployment attempt, an infold was observed. The valve was withdrawn from the patient and a new valve was implanted. It was noted that, per the physician, the patient¿s native bicuspid valve and the angulation between the delivery catheter system (dcs) and the valve during recapture contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.